Event description:
It is reported that the patient's right hip arthroplasty was revised 7 months post implantation due to infection.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Medical products 65875305801, trilogy shell w/cluster holes, 63271352; 00801803202, versys femoral head, 63147299; 00811400210, cpt femoral stem, 63230740. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event may occur and risks are addressed in the associated risk documentation. Review of sterilization certification confirms device was sterilized in accordance with regulations and iso standards. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.